Manufacturer narrative:
A philips field service engineer (fse) confirmed the central monitoring systems experienced a time synchronization issue and was unable to connect to the network time service. The fse confirmed the biomed rebooted all central units to re-establish connection with the primary server. The biomed requested that the plic ix system be upgraded to version to prevent future issues that may occur with the system. The fse confirmed the pllc ix system was successfully updated to version 4.3.5. And functional test was performed in accordance with the patient information center ix service. The fse confirmed that the system was verified to be fully operational following the update. Based on the information available and the testing conducted, the cause of the reported problem was confirmed.

Event description:
Philips received a complaint on the patient information center ix indicating the system has wireless monitoring loss. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.